Event description:
It was reported that the patient presented for follow-up with loss of left ventricular capture or pacing potential latency exhibited by the implantable cardioverter defibrillator. No interventions or patient symptom were reported. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.